Event description:
It was reported that there were issues with getting a luer connector to lock into the pump. Troubleshooting was performed, and a new connector was used, which successfully locked into the pump. The supply change was completed without further issues, and deliveries were resumed. Blood glucose levels were not affected. The reported connector lot number was 32513. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.